Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer complained about a discrepant inr result between a coaguchek vantus meter (B)(4). At 7:40 am, the customer result was 5.3 inr. At 8:30 am, the customer had a lab test and the result was 3.6 inr. There was no allegation of an adverse event. The customer's therapeutic range is 2.5-3.5 inr. Customer is currently taking iron pill but did not know their current hematocrit. The customer does not have antiphospholipid antibodies. The customer is not on heparin or direct thrombin inhibitors. The customer just began taking amiodarone two weeks ago. Customer has had no newillnesses or diet changes. They are not displaying signs of bleeding or bruising. Retention test strips ((B)(4)) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field - correction/removal report no.